Event description:
Customer reported moisture exposure to their insulin pump. Customer stated the insulin pump was not working. Customer was advised to leave the insulin pump without battery for a certain period of time. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.